Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was 400 mg/dl. Customer's current blood glucose value was unknown mg/dl. The customer did not experience any symptoms related to high blood glucose. The customer was not using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.